Event description:
Event [preferred term] (related symptoms if any separated by commas) blood sugar value has reached 4.5 mg/dl. [Blood glucose decreased], novopen uses to administer mixtard 30 penfil has broken the inner spring [device breakage], case description: study ID: (B)(6) novocare for diabetes. Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient height, weight and bmi (body mass index) were not reported. This serious solicited report from greece was reported by a consumer as "blood sugar value has reached 4.5 mg/dl.(blood sugar decreased)" with an unspecified onset date , "novopen uses to administer mixtard 30 penfil has broken the inner spring(device breakage)" with an unspecified onset date and concerned a male patient who was treated with novopen (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes type 2", , penmix 30 penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (hm(ge) 3.0 ml(insulin human 100 iu/ml, insulin human isophane 100 iu/ml) suspension for injection, 100 iu/ml) (dose, frequency & route used - 27 iu, qd, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes type 2", current condition: diabetes type 2 (duration not reported) procedure: open heart surgery. On an unknown date, the patient reported that the pen used to administer mixtard 30 penfil has broken the inner spring, so patient did not administer the drug for about 10 days. The patient's blood sugar (blood glucose) value has reached 4.5 mg/dl. Batch number of novopen was mvg7p93, novopen 4 was mvg7p93 and penmix 30 penfill were requested. Action taken to novopen was not applicable action taken to novopen 4 was not applicable action taken to penmix 30 penfill was reported as no change. The outcome for the event "blood sugar value has reached 4.5 mg/dl. (Blood sugar decreased)" was not yet recovered. The outcome for the event "novopen uses to administer mixtard 30 penfil has broken the inner spring (device breakage)" was not reported. Reporter's causality (novopen) - blood sugar value has reached 4.5 mg/dl. (Blood sugar decreased): unknown novopen uses to administer mixtard 30 penfil has broken the inner spring (device breakage): unknown company's causality (novopen) - blood sugar value has reached 4.5 mg/dl. (Blood sugar decreased): possible novopen uses to administer mixtard 30 penfil has broken the inner spring (device breakage): possible. Reporter's causality (novopen 4) - blood sugar value has reached 4.5 mg/dl. (Blood sugar decreased): unknown novopen uses to administer mixtard 30 penfil has broken the inner spring (device breakage): unknown. Company's causality (novopen 4) - blood sugar value has reached 4.5 mg/dl. (Blood sugar decreased): possible novopen uses to administer mixtard 30 penfil has broken the inner spring (device breakage): possible reporter's causality (penmix 30 penfill) - blood sugar value has reached 4.5 mg/dl. (Blood sugar decreased): unknown novopen uses to administer mixtard 30 penfil has broken the inner spring (device breakage): unknown. Company's causality (penmix 30 penfill) - blood sugar value has reached 4.5 mg/dl. (Blood sugar decreased): possible novopen uses to administer mixtard 30 penfil has broken the inner spring (device breakage): possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. On 04-feb-2025 (ird: 31-jan-2025): suspect product was confirmed to be novopen 4, hence to prevent submission failure both current suspect (novopen 4 and previously submitted suspect novopen) are retained in case. Base on fu dated 31-jan-2024: the case was incorrectly processed with only suspect novopen 4 after discussion with medical adviser. However since, the new device suspect had been updated to 'novopen 4', and as 'novopen' was no longer a suspect in the case, a downgraded report was supposed to be sent for novopen which was missed. Hence a tle was filed on the same. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation results: suspect: novopen 4, batch no: mvg7p93. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. A visual and miscopic examination were performed. Damaged pen parts were observed. A functional testing were performed. All the mechanical functions were found to be normal including the function of the piston rod. The dose accuracy was measured by weighing. The results were found to comply with specifications. Confirmed: damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device mixtard 30 penfill 100 iu/ml 3 ml batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Base on fu dated 31-jan-2024: the case was incorrectly processed with only suspect novopen 4 after discussion with medical adviser. However since , the new device suspect had been updated to 'novopen 4', and as 'novopen' was no longer a suspect in the case, a downgraded report was supposed to be sent for novopen which was missed. Hence a tle was filed on the same. Since last submission the case has been updated with the following: batch no, expiry date, manufacturing date updated for novopen. Additional suspect novopen 4 added. "Malfunction" updated as "no". Is non-reportable updated as "no". Investigation results updated . "Final report" ticked, "expected date of fu report" removed updated in EU/ca tab. B,c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. H3 continued: evaluation summary: suspect: novopen 4, batch no: mvg7p93. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. A visual and miscopic examination were performed. Damaged pen parts were observed. A functional testing were performed. All the mechanical functions were found to be normal including the function of the piston rod. The dose accuracy was measured by weighing. The results were found to comply with specifications. Confirmed: damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device.